Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument forceps section is severely burned. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localize melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.